Event description:
It was reported that during a thyroid procedure, clip applier started misfiring and two clips were being released at once. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.